Manufacturer narrative:
The edwards sapien 3 ultra valve (9750tfx) was returned for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: one (1) black particulate (measure less than 1mm in diameter) was attached to the cp3 leaflet. No imagery was returned. A device history review (DHR) of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of a work order was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device was 100% inspected. During the final inspection, the device underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. These inspections and tests performed during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU) for the commander delivery system with sapien 3/sapien 3 ultra thv, us and device preparation manual, us) were reviewed. Per the warnings/cautions: do not use the valve if the tamper evident seal is broken, the storage solution does not completely cover the valve, the temperature indicator has been activated, the valve is damaged, or the expiration date has elapsed. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed. Before opening the valve jar, carefully examine for evidence of damage (e.g., a cracked jar or lid, leakage, or broken or missing seals). Carefully remove the valve/holder assembly from the jar without touching the tissue. Rinse the valve as follows: place the valve in the first bowl of sterile, physiological saline. Be sure the saline solution completely covers the valve and holder. With the valve and holder submerged, slowly agitate (to gently swirl the valve and holder) back and forth for a minimum of 1 minute. Transfer the valve and holder to the second rinsing bowl of sterile physiological saline and gently agitate for at least one more minute. Ensure the rinse solution in the first bowl is not used. The valve should be left in the final rinse solution until needed to prevent the tissue from drying. Do not allow the valve to come into contact with the bottom or sides of the rinse bowl during agitation or swirling in the rinse solution. Direct contact between the identification tag and valve is also to be avoided during the rinse procedure. No other objects should be placed in the rinse bowls. The valve should be kept hydrated to prevent the tissue from drying. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. There is no confirmation that the black particulate originated from edwards. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no preventative or corrective actions (CAPA) are required. The complaint for "device preparation - particulate - noticed" was confirmed from the returned device. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match black pvc. Additionally, during manufacturing process, all sapien 3 ultra valves are 100% visually inspected for particulate and/or fiber. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, "it was during rinsing of the valve, that the scrub technician noticed a small black speck on one of the leaflets. The black speck was described as the size of the point or tip of a pencil lead. The valve was rinsed in an attempt to remove the particulate". Per ftir material analysis results, the black particulate showed similar absorption characteristic to pvc. It is possible that the particulate was introduced during device preparation, as no black pvc material used during manufacturing process and the particulate was observed during the valve rinsing process. Available information suggests that procedural factors (device preparation) may have contributed to the complaint. However, a definitive root cause is unable to be determined at this time. The complaint for "device preparation - particulate - noticed" was confirmed. No manufacturing non-conformances were able to be identified. Based on the DHR, lot history, complaint history review and the listing of tooling, fixture, and material for the manufacturing of 9750tfx, it is concluded that the black particulate was unlikely to be a manufacturing non-conformance as no black pvc like material are being used in the manufacturing of 9750tfx. Additionally, the black pvc was likely introduced during the device preparation handling. Currently, there are several manufacturing mitigations in place to detect and reject particulate and/or fiber on valve. Available information suggests that procedural factors (device preparation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Since no manufacturing defects or labeling/IFU/training deficiencies were identified, neither corrective or preventative actions, nor pra is required at this time. However, an awareness communication emphasizing the important of in-process mitigation on foreign particulate during manufacturing was performed as a precautionary measure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As per the field clinical specialist, it was during the device preparation, that the user opened the valve to rinse and scrub technician noticed a small black speck on one of the leaflets. A new valve was used for the procedure. The valve will be returned for evaluation.